Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and high pacing impedance measurements greater than 2000 ohms. It was noted that the noise was oversensed and resulted in non-sustained pacing inhibition. A revision procedure was performed and the lead was surgically abandoned during the device replacement procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.